Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and found to be separated at the distal section (core wire and nitinol sheath separation, and nitinol sheath bond separation). Sem (scanning electron microscopy) analysis performed on the core wire separation site suggested the separation occurred due to torsional/rotational overload. While the proximal bond was also separated, because every device is 100% tested prior to release, the proximal bond likely met all required specifications at the time of release. Ptfe (polytetrafluoroethylene) coating on the proximal end was found to be peeled/scraped, and was likely related to use. Bends were also noted along the length, and the cause could not be determined. A functional test could not be performed due to the condition of the returned device. Based on the investigation and information available, while the core wire fracture site shows evidence of torsion/rotational overload, no additional information was received to provide a reason for the rotation. A definitive cause could not be determined because no additional information was received and because review and analysis of available information could not identify a definitive cause.

Event description:
It was reported that part of the guidewire (subject device) broke off during surgery. The surgery was completely successful and there were no patient complications reported related due to the event.

Manufacturer narrative:
Subject device has not been returned.

Event description:
It was reported that part of the guidewire (subject device) broke off during surgery. The surgery was completely successful and there were no patient complications reported related due to the event.